Manufacturer narrative:
(B)(4). This is report 2 of 2 associated with this device. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
Initial procedure on (B)(6) 2010, for cancer metastasis and re-admitted on (B)(6) 2010, for cerebrospinal fluid leak. Leak covered with surgical and fibrin glue. Patient died secondary to brainstem hemorrhage.